Event description:
The MFR rep reported a pt was admitted to the hospital "with a return of symptoms." No alarms were sounding from the device. They were having difficulty interrogating the device. The telemetry head was extended from the programmer and the appropriate application was being used on the programmer. There were potential sources of emi in the area so they were considering changing environments. The drug used in the pump is baclofen (dose and concentration unk). Add'l info has been requested but was not available on the date of this report.